Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient reported an overstimulation sensation. The patient stated "I feel this thing is in the wrong spot" the patient was getting pain in the rectum. " I feel like something is up my rectum I can't even sit today". It had been hurting all weekend. The patient was on program 3 at 3.8. Patient services reviewed turning down the stim. The patient turned down stim to 3.5. She was getting pressure on the right cheek and it was sore. Since having the implantable neurostimulator (ins), she was not getting any results. The trial was better than the implant. The patient's hcp (healthcare provider) told her to keep turning up the ins. The pain was unbearable. The patient stated she could bend over and when she coughs she feels a shock or uncomfortable. The patient was scheduled to go in on (B)(6) for a follow up. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0tbg2, product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
Additional information received from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).